Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). This report is for an unknown schanz pin with unknown part and lot numbers. Additional codes: mni, mnh, kwp, kwq. (N=2) loosening of spinopelvic construct with a change in hemipelvis position [fig 5]; (n=2) change in reduction at follow-up from initial post-op and had loose infected triangular osteosynthesis constructs. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: sagi, h.c., militano, u., caron, t., and lindvall, e. (2009). Journal of orthopedic trauma, volume 23, number 5, page 313-321. USA. This was retrospective review of 58 patients with unstable pelvic injuries treated from july 01, 2003 - june 30, 2006. The average age of 40 of the 58 patients was 39 years old. Patient injuries included: symphyseal disruption or symphyseal disruption in combination with a ramus fracture or rami fractures (n=4). Other patients had: neurological injury to lumbosacral component, bladder rupture, internal degloving injuries. Patients had their injuries reduced with traction and clamp manipulation, then sacroiliac screw used to close fracture gap, and then spinopelvic fixation was applied with a schanz pin and uss fixateur interne construct. Preoperative, postoperative imaging done on unknown dates: CT scans, x-rays and intraoperative c-arm fluoroscopic views. Multiple images included in article. Followed-up period: at 6 weeks, 3 months, 6 months, and 1 year for clinical and radiographic examination. Patients were full weight-bearing at 6 weeks. Patients had a CT scan of pelvis at 6 months post-op to assess healing of fracture and status of hardware. Forty patients were available at the 1 year follow-up. Complications for schanz pin: (n=2) loosening of spinopelvic construct with a change in hemipelvis position [fig 5]. (N=2) change in reduction at follow-up from initial post-op and had loose infected triangular osteosynthesis constructs this is report #4 of #4 for (B)(4). This report is for an unknown schanz pin with an unknown part number, lot number and quantity.